Event description:
The rptr was sent this product by the MFR to replace a test that he had been using that had been discontinued. In the first 3 days of use, there were several false negative and false positive results which were confirmed by alternative testing. The results were not marginal; one pt's serum hcg levels were 2000-3000 and the urine pregnancy test read negative. Event date shown as week of 4/25/94.